Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to switch modes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed and attributed to a system interconnection cable that was not properly seated to a connector. The cable was reseated to correct the report. The device was recertifed and returned to the customer. Analysis of reports of this type has not identified an increase in trend.